Event description:
The customer, (B)(6) reported via our sales rep, (B)(4) that part of the unit has sheared off. It is further reported that there was no adverse consequences.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.